Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with one gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm rupture. Since it was planned to cover the left subclavian artery with the tag device, prior to its implantation, a debranching surgery was performed from the left common carotid artery to the left subclavian artery using a vascular graft. The tag device was deployed with its flare slightly covering the left carotid artery. It was reported that while no endoleak was identified at a final angiography, the blood pressure at the left upper extremity was low. The physician considered this was due to the left common carotid artery being small, and elected to implant an additional bare metal stent in the artery to secure blood perfusion. Additionally, the left subclavian artery was embolized with coil. After the procedure on the same day, the pt experienced a cerebral infarction. The physician started the pt on rehabilitation. On (B)(6) 2011, the pt was discharged. It was reported that the cerebral infarction remained and the rehabilitation continued. On (B)(6) 2011, the pt expired due to the lung cancer. It was reported that the pt's death was not related to the tag device and the procedure.